Event description:
Surgeon used the instrument as a blood coagulator for approximately three (3) seconds when it was noticed that the handle's tip (l-hook) was missing. Surgeon did not notice the missing tip immediately, so he continued with procedure. Once the procedure was completed, an x-ray was performed, and missing l-hook, along with the part that goes into the sleeve was retrieved. There were no patient related adverse events.

Manufacturer narrative:
The returned instrument showed no evidence of the l-hook breaking off as all of the returned pieces were whole and intact. The only way for the l-hook to be detached is to unlock the handle and then twist it to release the l-hook. There are two possible scenarios to explain the event. First is that it was never locked properly during assembly which would be human error. The second is that the surgeon unlocked it inadvertently during the procedure and then squeezed the handle, releasing the l-hook inside the pt. We have reviewed the proper assembly procedures with our technicians and have objective evidence to document the completion of the training.